Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead measuring 12.3 cm was returned. Final analysis found full breach insulation degradation noted at 4.5 cm from the connector pin, exposing the outer coil.

Event description:
This report is to advise of an event observed during analysis.